Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). The physician advanced the 2.50x20mm taxus liberte and was unable to cross the lesion. Upon removal the stent struts were noted to be flared. Procedure was completed with another 2.50x20mm taxus liberte stent. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).